Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Previously administered products included for paracervical block: lidocaine. Concurrent conditions included uterine cervix stenosis and vaginal bleeding. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), rash ("skin rashes"), abdominal distension ("bloating"), headache ("headaches"), vision blurred ("blurry vision") and dry eye ("dry eye"). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, rash, abdominal distension, headache, vision blurred and dry eye outcome was unknown. The reporter considered abdominal distension, device dislocation, dry eye, genital haemorrhage, headache, rash, uterine perforation and vision blurred to be related to essure. The reporter commented: according to medical records, during the insertion procedure the essure coils were placed on each side without difficulty. There were 8 coils visible on the right and 2 coils visible on the left. Diagnostic results: on (B)(6) 2014, the uterus sounded to 8 cm. Uterine cavity appearance: normal. Endometrial lining: normal. There was scant bleeding from the cervical tenaculum site or cervix. Concerning the injuries reported in this case, the following ones were reported via social media: vision blurred and dry eye. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforatio') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Previously administered products included for paracervical block: lidocaine. Concurrent conditions included uterine cervix stenosis and vaginal bleeding. On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), rash ("skin rashes"), abdominal distension ("bloating"), headache ("headaches"), vision blurred ("blurry vision") and dry eye ("dry eye"). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6)2015. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, rash, abdominal distension, headache, vision blurred and dry eye outcome was unknown. The reporter considered abdominal distension, device dislocation, dry eye, genital haemorrhage, headache, rash, uterine perforation and vision blurred to be related to essure. The reporter commented: according to medical records, during the insertion procedure the essure coils were placed on each side without difficulty. There were 8 coils visible on the right and 2 coils visible on the left. Diagnostic results: on (B)(6)2014, the uterus sounded to 8 cm. Uterine cavity appearance: normal. Endometrial lining: normal. There was scant bleeding from the cervical tenaculum site or cervix. Concerning the injuries reported in this case, the following ones were reported via social media: vision blurred and dry eye. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received : events added- dry eye and blurry vision. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine perforation"), device dislocation ("migration") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Previously administered products included for paracervical block: lidocaine. Concurrent conditions included uterine cervix stenosis and vaginal bleeding. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("skin rashes"), abdominal distension ("bloating"), headache ("headaches") and complication associated with device ("device complication"). The patient was treated with surgery (surgery to remove the essure) and surgery (surgery to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, rash, abdominal distension, headache and complication associated with device outcome was unknown. The reporter considered abdominal distension, complication associated with device, device dislocation, genital haemorrhage, headache, rash and uterine perforation to be related to essure. The reporter commented: according to medical records, during the insertion procedure the essure coils were placed on each side without difficulty. There were 8 coils visible on the right and 2 coils visible on the left. Diagnostic results: on (B)(6) 2014, the uterus sounded to 8 cm. Uterine cavity appearance: normal. Endometrial lining: normal. There was scant bleeding from the cervical tenaculum site or cervix. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on 27-oct-2017: event medical device removal deleted and event migration, perforation, abnormal bleeding, skin rashes, bloating, headaches, pain added with essure removal date. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received on 15-apr-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Quality-safety evaluation of ptc received on 03-may-2016: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. This event is listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs and the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.